Event description:
Constant and severe pelvic pain. Back and abdominal pain most of the time, severe and abnormal bleeding with menstruation. No relief from symptoms for which surgery was performed. Still requires pain medication.